Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained from the customer. Corrected fields: h3 ("not returned to manufacturer" checkbox should be selected). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue was found in the middle of a hysteroscopy. The procedure was both therapeutic and diagnostic. Due to the reported issue there was a delay as the user had to convert to a polypectomy under ultrasound guidance to complete. The patient was under moderate sedation, not general anesthesia.

Manufacturer narrative:
The device was not returned to olympus, and it is unknown if it will be returned for evaluation of the reported issue. An olympus field service engineer, fse, evaluated the video system center(cv-170) on site and found that it did not work with all three camera heads(otv-s7h-1d). The video system center detected that a scope was plugged in as it prompted to perform a light balance. However, when the fse tried to perform a light balance, nothing would happen with all of the customer's scopes. Additionally, when the lamp button was pressed to take the lamp out of standby, it only blinked. The fse suggested that the customer send the video system center to be evaluated. The customer sent in their video system center and it was returned with no problems found, however, they still believe it had faults. It was explained that the video system center was tested in repairs and worked with one unit, therefore the issue is most likely related to the camera head. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the video system center(cv-170) was not recognizing the camera head(otv-s7h-1d) during an unspecified procedure. The customer reportedly got color bars and no image when they were plugged in together. Their other camera head was working fine. There was no report of patient harm. Event 2/2 this MDR is being submitted to capture the reported malfunction with the camera head under the medwatch with patient identifier, (B)(6). The reported malfunctions with the video system center is being reported in the related medwatch with patient identifier, (B)(6).